Event description:
It was reported that the catheter was inserted ((B) (6) 2009) in the right jugular vein. On (B) (6) 2009, it broke near the hub, when the patient did a sudden movement. The catheter was protected and fixed with dressing. After that, she took out the catheter. Nurse said that in her opinion the catheter is "very fragile", because she exerted pressure on the distal end of catheter and after this, it broke in some fragments.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.